Event description:
It was reported that patient carelink transmission shows no lead trends and a message shows about invalid data. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that the device experienced a memory problem. The lead and battery trends are not displaying in the analysis file. Upon further analysis it was observed that the trends have an "invalid type" indicator, a double bit flip memory error in the lead or battery trend data. A power on reset was not triggered. Corrected data: patient date of death and removed device remains activated device code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.